Manufacturer narrative:
A field service engineer (fse) returned to the customer site and replaced the touchscreen to resolve the issue. Following the replacement of the part, the fse completed a performance verification test which the device passed. The fse confirmed that the touchscreen was working normally following the replacement and the device was returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that they were unable to silence the alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer requested onsite service to evaluate the device. A field service engineer (fse) went to the customer site and confirmed that the device failed a touchscreen calibration. When interacting with the touch screen the desired spot appeared to not respond at all, or the detected touch position was off. The fse found that the issue seemed to be intermittent. The fse determined that the device would need a replacement touchscreen. This investigation is ongoing.